Manufacturer narrative:
A beckman coulter (bec) customer technical support (cts) specialist walked the customer through cleaning the precision valve. The customer notes the rotor and stator were stuck together. The customer repeated system check and notes it passed within published performance specifications. In conclusion, the cause of the failed qc and system check was a hardware malfunction of the stuck rotor and stator. This malfunction has the potential to generate erroneous patient results; however, there is no indication erroneous patient results were generated as a result of this event. (B)(4).

Event description:
The customer contacted beckman coulter on (B)(6) 2016 to report the access 2 immunoassay system serial number (B)(4) was failing qc and system check. After the failed qc, the customer performed a system check, which failed due to a high unwashed %cvs of 2.23%. Customer technical support (cts) walked the customer through cleaning the precision valve. The customer notes the rotor and stator were stuck together. The customer repeated system check and notes it passed within published performance specifications. Service was not dispatched. Qc and system check was not performing within assay and instrument specifications at the time of the event. Customer technical support was contacted and the customer was assisted with routine troubleshooting.